Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('left essure device migrated/ essure device was noted in an inflammatory capsule of epiploica') and pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 626903) inserted for female sterilisation. Other product or product use issues identified: medical device monitoring error "essure and ablation performed on same day". The patient's medical history included dysmenorrhea, menometrorrhagia, uterine fibroids, endometriosis, stress urinary incontinence, multigravida, right lower quadrant pain and appendicitis. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal, total laparoscopic hysterectomy with left salpingooophorectomy). Essure was removed on (B)(6) 2009. At the time of the report, the device dislocation and pelvic pain outcome was unknown. The reporter considered device dislocation and pelvic pain to be related to essure. The reporter commented: date: (B)(6) 2009- procedure: -diagnostic laparoscopy -removal of foreign body, essure device on the epiploica, removal of inflammatory area -bilateral tubal ligation -hysteroscopy (B)(6) 2012- procedures performed: hysteroscopy. Lysis of adhesions. Total laparoscopic hysterectomy with left salpingooophorectomy. Excision of endometriosis. Right salpingectomy. Bilateral ureterolysis. Vaginal vault suspension. Cystoscopy with hydro distention. Trans obturator tape placement with obtryx sling, lot number ml00000352, product number m0068504000. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2010: impression: the appendix is not identified but there is obvious evidence of appendicitis, it should correlated with any history of prior appendectomy. There is an insure coil within the right adnexa but not the left. Prominent cervix and endometrium. No definite acute abnormalities. Hysterosalpingogram - on an unknown date: one of the fallopian tubes was still open. Lot number: 626903 manufacturing date: 2008-03 expiration date: 2010-02. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 27-mar-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('left essure device migrated/ essure device was noted in an inflammatory capsule of epiploica') and pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 626903) inserted for female sterilisation. Other product or product use issues identified: medical device monitoring error "essure and ablation performed on same day". The patient's medical history included dysmenorrhea, menometrorrhagia, uterine fibroids, endometriosis, stress urinary incontinence, multigravida, right lower quadrant pain and appendicitis. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal, total laparoscopic hysterectomy with left salpingooophorectomy). Essure was removed on (B)(6) 2009. At the time of the report, the device dislocation and pelvic pain outcome was unknown. The reporter considered device dislocation and pelvic pain to be related to essure. The reporter commented: date: (B)(6) - procedure: diagnostic laparoscopy. Removal of foreign body, essure device on the epiploica, removal of inflammatory area. Bilateral tubal ligation. Hysteroscopy. (B)(6) 2012- procedures performed: hysteroscopy. Lysis of adhesions. Total laparoscopic hysterectomy with left salpingooophorectomy. Excision of endometriosis. Right salpingectomy. Bilateral ureterolysis. Vaginal vault suspension. Cystoscopy with hydro distention. Trans obturator tape placement with obtryx sling, lot number: ml00000352, product number: m0068504000. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2010: impression: he appendix is not identified but there is obvious evidence of appendicitis, it should correlated with any history of prior appendectomy. There is an insure coil within the right adnexa but not the left. Prominent cervix and endometrium. No definite acute abnormalities.. Hysterosalpingogram - on an unknown date: one of the fallopian tubes was still open. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.